Event description:
It was reported that the patient presented in the hospital for a normal follow up. Externalized conductors were observed via fluoroscopy and chest x-ray. The lead was explanted.

Manufacturer narrative:
External insulation abrasion was found at 13.3-13.4cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasions were found between 8.5 and 9.2cm, 9.5-11.1cm, and 12.2-13.8cm from the distal tip. The etfe coating was intact at all abrasion locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.